Event description:
Multiple syncopal events, impedance 1100-6000 ohms, one failure to capture while monitoring. Syncopal episode in may. Sensing problems and loc on EKG. Lead warning >6000 ohms. Returned for multiple syncopal events, impedance 1100-6000 ohms, one failure to capture while monitoring.